Event description:
When loading medtronic direct wire (0.014mm) into the stent, the wire stuck and shredded when trying to remove it from the sds. Catheter broke during attempts to remove the wire. There had been no kinks or damage of sds noted prior to use. The product was never introduced into patient's body.